Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On(B)(6)2023,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user received sensor replacement alert on (B)(6) 2024. A sensor RMA was issued for further investigation. From the return material analysis testing it was confirmed that there was instability in the optical channels. This noise/optical instability is most likely due to damaged light filters/photodiodes. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. As part of resolution, a sensor replacement was offered to the user. No further resolution was necessary for this complaint. B4. Date of this report: 25 september 2024. G3. Date received by the manufacturer? 21 august 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.